Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer¿s blood glucose level was 143mg/dl at the time of the incident. The customer reported that there was a problem with connection between pump and transmitter. Patient does not have a lot of fat. He removed one sensor and the electrode was missing. Now he has a sensor that keeps getting back in initialization. They wanted to do test plug procedure to check if transmitter is working well but the transmitter was not available. The sensor will not be returned for analysis.